Manufacturer narrative:
Batch review performed on 10 july 2019: lot 187090: (B)(4) items manufactured and released on 19-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event additional implant involved in the event, batch review performed on (B)(6) 2019. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 186971. Lot 186981: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner, 3 months after primary. The surgeon revised the head and liner and the surgery was completed successfully. An amis approach was used in the primary surgery.